Manufacturer narrative:
(B)(4). Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation is in closed position but protrudes the end of the basket sheath 3 mm. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. A functional test determined the handle does not actuate the basket formation. A visual examination noted a kink in the basket sheath 5 mm from the distal tip and again at 56 cm from the distal tip. It appears the kink at 5 mm from the distal tip in the basket sheath is preventing the device from functioning correctly. The complaint is confirmed. The device history record was reviewed and noted one non-conformance for debris in the seal. This was unrelated to the reported failure mode. A review of complaint history for device lot 8295355 revealed that one other complaint has been received on this lot. The other complaint was for a different failure mode. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The returned device was found to be non-functional due to kinks in the sheath. The kinks prevented the basket from moving within the sheath. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. The root cause of this event was not able to be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported twice during a flexible transurethral lithotripsy the ncircle tipless stone extractor basket would not open/close after extraction of the stone(s). Another basket was used to complete the procedure. No adverse events have been reported a result of the alleged malfunction.